Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a descending alarm upon power down after pogo pin insulator was replaced. No patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. Event history log review confirmed the reported problem. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty capacitor. The mainboard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.